Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4) applies to the lead and (B)(4) applies to the ens.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's ens battery was almost depleted. An additional call from the consumer indicated that the patient thinks that the battery depletion is due to a wire moving. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.